Event description:
Customer reported on (B)(6) 2023 from us that the elvie pump has burnt her. Customer has not yet confirmed that they went to see a healthcare professional and/or was prescribed medication as treatment.

Manufacturer narrative:
The customer was sent a replacement and a was requested to return the original pump for evaluation. To date, the device has not been returned, and therefore it cannot be definitively concluded that the pump malfunctioned and therefore caused burns/blistering.